Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the left ventricular (lv) lead failed to be implanted in the optimal position. Upon placement in an alternative target vessel, it was noted that the lv lead exhibited high capture threshold and diaphragmatic stimulation occurred in multiple configurations. Multiple repositioning attempts at different target vessels were performed but were unsuccessful and the lv lead was not used. The patient was in stable condition.